Event description:
Device 1 of 2 : reference MFR report#3006705815-2018-02159. Follow-up identified surgery took place on (B)(6) 2018 where both leads were replaced due to one fractured lead and high impedance on the second lead. Effective therapy was restored postoperatively thus resolving the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-02159. It was reported the patient experienced uncomfortable stimulation when changing positions. Reportedly, diagnostics identified high impedances on the right lead. X-rays obtained confirmed migration of the same lead. Reprogramming was attempted to no avail. As a result, surgical intervention is scheduled as the next course of action.